Event description:
The customer reported discrepancy on electrolyte level between two abl90 flex analyzers. A blood sample was measured on the abl90 flex (serial no. (B)(4)) with a result of 7.6 mmol/l. The nurse who had run the sample noticed the potassium was unusual and almost immediately repeated the same sample from the same syringe on another abl90 flex (serial no. (B)(4)) with result for potassium of 5.6 mmol/l. A repeat measurement in the lab (result = 5.5 mmol/l) confirmed the lower potassium result.